Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2021-jul-15 from a patient who was implanted with an implantable neurostimulator (ins) for gastrointe stinal/ pelvic floor. It was reported that patient fell twice and is experiencing pain in the area above stimulator and they had x-rays. Patient reported stimulator is still working. On (B)(6) 2021 the patient reports they went back to their surgeon to check the device placement: the device had moved slightly from the pocket but it still seems to work. They will return to the doctor in 6 months for a recheck.